Event description:
It was reported that 5 bd vacutainer® edta 2k tubes had missing label information from the individual tubes. There was no report of patient impact.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 01-jul-2024. Investigation summary bd received 5 samples and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for missing label information was observed. Additionally, the customer samples were evaluated by visual examination and the indicated failure mode for missing label information with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode missing label information. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd vacutainer® edta 2k tubes had missing label information from the individual tubes. There was no report of patient impact.